Event description:
On (B)(6) 2013, the patient underwent onyx embolization treatment. During the onyx injection, it was reported that the catheter ruptured. No patient injury was reported as a result of the procedure.same event as MDR# 2029214-2013-01025.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The catheter was returned for evaluation and no rupture sites were found on the catheter. The catheter was occluded with onyx which likely occurred when the catheter became exposed to water, saline, blood, or contrast solution. The onyx IFU (instructions for use) states, "premature solidification of onyx may occur if micro catheter luer contacts saline, blood, or contrast of any amount. Use only micro catheters indicated for onyx such as marathon, rebar and ultraflow. Other micro catheters may not be compatible with dmso and their use can result in thromboembolic events due to catheter degradation". (B)(4).